Manufacturer narrative:
During a mechanical evaluation with a mating pedicle screw and closure top, the sleeve was found to retain the screw and the closure top moved through the sleeve and into the pedicle screw as intended. The cause for the reported issue can likely be attributed to an alignment issue between the sleeve and the mating pedicle screw.

Manufacturer narrative:
The returned sleeve was evaluated. The device has several signs of cosmetic wear such as minor scratches on the surface of the device. Visual inspection of the item revealed that the retention feature, which holds the screw head, has some material displacement, the lead thread, which interfaces with the closure top, shows some slight damage, and the distal end of one of the tines is slightly bent. The material displacement on the screw head retention feature and the slight bend on one tine may be attributed to wear over time or damage during use/handling. The slight damage to the device's lead thread may be related to incorrect positioning/closure top cross threading or could be related to damage during use/handling. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the bottom of the sleeve was found to be deformed, which may have contributed to the alignment issue and damage of the screw threads as reported in 3004485144-2017-00158 and 3004485144-2017-00159.